Event description:
It was reported that during a procedure using a speedlock implant with inserter handle, the anchor would not release from the inserter handle. When the surgeon tried to remove it using a mallet, the entire device pulled out of the bone. The surgeon was unable to complete the procedure and will reschedule at a later date. No further information was provided, but no further patient complications have been reported as a result of this event.